Event description:
It was reported to manufacture via clinic notes that the pt had three seizures in 2009. After four months, his throat closed up and he could not breathe after a seizure, laryngeal spasm. He went to the emergency room and had a barium swallow performed and they did not find anything mechanically wrong. The etiology is unclear. Since it potentially could be vns related the pt's treating physician will have the pt tape his magnet in place to discontinue therapy if it reoccurs. Diagnostic testing was performed and there was no malfunction noted and the battery was good. The pt had a prophylactic generator replacement.